Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to remove the battery cap from the pump. The customer attempted to remove it at 3am, but was unable to, so she went back to bed. Troubleshooting was performed, and the customer was unable to remove the battery cap. The customer stated that her blood glucose was 180 mg/dl when this issue began, but now she is up to 400 mg/dl. The customer stated she has not treated the blood glucose yet but she does have a back up plan. The customer declined high blood glucose troubleshooting. Advised that a replacement battery cap would be sent to her. The pump was not returned for analysis at this time.